Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(4). This medwatch is for the patient identifier (B)(4). Event occurrence is approximately in the last week of october. The device is not available. As such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. Due diligence is being performed to collect additional information for the event.

Event description:
As reported for this event by the customer, the distal end cover came off the device during an unknown diagnostic procedure. There is no harm or adverse impact to the patient. The two associated devices in this event are the scope and the distal and cover.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, the likely causes for the distal cover falling off the subject device are as follows: 1. The cover was improperly attached. 2. The cover had crack and/or pinhole. 3. Chemical solutions such as anti-fog agent adhered to the distal cover, which caused the cover to break. 4. The distal cover was damaged by pushing it diagonally when attaching to the device. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ ¿attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Damage or cuts to the mucosal membrane from sharp edges due to the cracks on the use single distal cover.¿ ¿detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.